Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. Based on the case information, a conclusive cause for the reported patient effect of hemorrhage, and the relationship to the product, if any, cannot be determined. The patient effects of hemorrhage is listed in the electronic the electronic prostar instructions for use (eifu), as potential complications resulting from procedures associated with the use of the device. The reported surgical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: date of event is estimated d4: the UDI # is not known as the part and lot number were not provided. The additional device referenced in b5 is being filed under a separate medwatch report. Attachment article, titled ¿intravascular iliac artery lithotripsy to facilitate aortic endograft delivery: midterm results of a dual center experience¿.

Event description:
The article aimed to assess the feasibility and safety of intravascular lithotripsy (ivl) for enabling transfemoral abdominal (evar), thoracic (tevar), and thoracoabdominal (bevar) endovascular aneurysm repair in patients with narrow and calcified iliac arteries. Between november 2020 and june 2022, 20 patients underwent iliac axes were treated with ivl. All procedures were performed with femoral percutaneous access, using the single/double prostyle or prostar vascular closure device. Technical success of the procedures was 100%. However, a bleeding of a percutaneous femoral access occurred that was converted to open surgery at the end of the procedure. Details are listed in the article, titled ¿intravascular iliac artery lithotripsy to facilitate aortic endograft delivery: midterm results of a dual center experience¿